Event description:
Celect ivc filter found to be multiply fractured with one arm in right pulmonary artery (removed), half of one leg embedded in spine (not removed as was extravascular), and half of one leg retained in filter itself but otherwise loose ie not in wall. Tip embedded. Removed filter and fragment in filter with forceps.